Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was being returned for service. During service of the device, it was noted that the device had a damaged nose cone. It is known that the device was not being used in surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.